Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Maude report received regarding bone cement. It was reported that the patient began experiencing issues of severe pain and inability to bear weight on the right leg and underwent a revision surgery in late 2016. It was stated that surgeon notes from the surgery that both the femoral tray and the tibial tray were loose.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.